Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no reported impact to the customer¿s blood glucose level. Additional information was not provided. Multiple follow-up attempts were made to obtain additional information; however, a response was not received.